Event description:
It was reported to philips that the host pc was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the host pc was not starting up. Upon troubleshooting, fse found that review monitor was not working. To resolve this issue, fse reset all the connections of monitor and reset the cables for power connections. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.